Manufacturer narrative:
The reported event of ¿premature release occurred when attempting to switch to tether mode¿ was confirmed. As received, a catheter was returned in one piece. Visual inspection of the catheter found the tether control knob was in the aligned position while the distal bullets were in the mis-aligned position. X-ray examination found one of the tethers was noted to be out of position inside the release tether screw, as received. Dimensional analysis that was performed found all measurements were within specification with the exception of the aligned and mis-aligned offset which was noted to be out of specification due to the slipped release tether. The report-ed events were isolated to the slipped/out of position tether inside the release tether screw.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, while attempting to switch to tether mode, the right ventricular leadless pacemaker (rvlp) prematurely released. The same device was successfully implanted with favorable parameters. Upon catheter removal, the tethers were noted to be misaligned, despite no interaction with the release knob. There were no patient consequences.